Manufacturer narrative:
(B)(4). The device was received for analysis. Eng eval completed on (B)(6) 2020 by (B)(4). Visual evaluation condition/findings (conducted with a 7x or 10x optical unless otherwise specified) - the broken device appears consistent with years of normal use as well as evidence of aggressive use. This combined with subsequent sterilization cycles likely led to crack initiation, propagation, and ultimate fracture of the device during trialing. The deformation appears consistent with both aggressive use during trialing and coming in contact with sharp, surgical tools. The deformation appears consistent with the insert trial being impacted anteriorly while the posterior face was abutted against another surface, possibly a tibial tray trial or final tibial implant. It should be noted this device is 10 years old and therefore the damage is likely cumulative throughout the life of the device. All other aspects of the device appear unremarkable and consistent with years of use. Design-related issues: the design of the logic ps tibial insert trial has been in the field since 2008. Exactech is aware of (B)(4) similar complaint reports involving (B)(4) cracked/fractured ps tibial insert trials ((B)(4) cracked; (B)(4) fractured) since 2008. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which have been in the field since 2010. Therefore, this issue does not appear to be manufacturing related. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr and racr. The fracture tibial insert trial reported in (B)(4) was likely the result of a combination of years of normal use, aggressive use, and subsequent sterilization cycles which led to crack initiation, propagation, and ultimate fracture of the device during trialing. IFU 700-096-181: instrument inspection ¿ visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. ¿ check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. ¿ if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The broken devices pieces were retrieved from the surgical site, irrisept was used to clean out the gap space and tibia tray. An investigation was conducted; the fracture tibial insert trial reported was likely the result of a combination of years of normal use, aggressive use, and subsequent sterilization cycles which led to crack initiation, propagation, and ultimate fracture of the device during trialing.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced a broken trial. The surgeon was trialing with a logic style size 4 ps 9mm poly with the patient¿s real implants. While trying to extract the trial poly after cementing, the trial was very tight medially between the femur and tibia then the trial poly cracked into pieces. The surgeon was able to extract all the visible pieces of the trial poly. He used irrisept to clean out the gap space and tibia tray. The case proceeded without issues inserting the real poly implant. The patient left the or stable. There was no patient impact reported. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.